Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the emergency room after receiving a patient notifier from their device. Their atrial lead was exhibiting low out of range impedance, and noise-oversensing that was causing inappropriate mode switch episodes. The noise over-sensing was able to be reproduced. Programming changes were made to address the issues. Lead revision was also discussed with a healthcare provider. No patient condition was reported.

Event description:
New information received notes that patient presented for atrial lead replacement on 30 sep 2020. Interrogation before the procedure revealed lead was exhibiting normal measurements, even though the device did have a prior alert for low out of range impedance. Pocket manipulation reproduced the impedance drop. Upon opening of the pocket, it was revealed that the lead had an insulation breach that allowed for blood to enter. Lead was removed and replaced. Device measurements were all normal after the procedure. Patient was discharged without any issues.